Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove. The device was removed using counter-traction and an assertive pull, and hemostasis was achieved using manual compression. There were reported adverse patient effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.